Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. On (B)(6) 2019, the patient stated the dexcom displayed a sensor error. The patient tested her bg value which was 19.8 mml/l. She gave herself insulin through her pump. She then tested with a ketostix strip which showed medium to large ketones. When the dexcom started working again it showed a reading of 21.3 mmol/l. At the time of the report she was doing well. Per medical review, this would constitute an adverse event based on the report elevated glucose and ketones alleged to be related to the sensor error during which the user would have no readings. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.